Event description:
A cartridge alarm occurred on multiple occasions, specifically cartridge alarm 30 on december 24 there was no adverse impact to the customer's blood glucose level. Ultimately the pump was replaced however, the customer continued using current pump for insulin therapy until replacement arrives.